Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump had no delivery and motor error alarms. The blood glucose reading was 182 mg/dl. Customer stated that the motor error occurred while filling the tubing. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted with clearing the alarm and was advised to disconnect from the insulin pump. She was unable to complete the reviewing process and therefore could not troubleshoot for the no delivery alarms. Nothing further was reported.